Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This device is not distributed in the USA; however, it is similar to USA product.

Event description:
Eight months follow up coronary angiogram was conducted and the space between the struts increased. Stent fracture was observed at the overlapped area of the bare metal stent at the hinged point. However, there was no restenosis observed.